Event description:
During an endoscopic saphenous vein harvesting procedure, the patient's blood pressure dropped due to co2 embolism. The hospital staff clamped the vein to let the blood and gas out. The procedure was completed by endoscopic vein harvesting technique. No additional patient complications were reported.